Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 600mg/dl. It was stated that the insulin pump alarmed no delivery. It was stated that the events leading to her admission was dehydration and high glucose. It was stated that the customer was treated with an insulin drip while staying at the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.